Event description:
Caller reported that the insulin gauge on their pump displayed an amount different from what was expected, showing a fill estimate of +60 units instead of the anticipated 269.8 units. There was no adverse impact to the customer's blood glucose level. The caller was educated that + values are considered accurate, indicating that the pump detected at least the displayed amount. Due to the issue, the caller replaced three cartridges and requested replacements. The technical support team advised that the caller would receive a replacement pump with updated software, and they were instructed on returning the current pump. The caller acknowledged understanding the instructions, including programming settings and connecting their cgm to the replacement pump. Technical support confirmed the shipment of the replacement pump. Customer reverted to an alternative method of insulin therapy.